Manufacturer narrative:
The microsensor (ID (B)(4)) was returned for evaluation. Device history record (DHR) - the product (B)(4) for lot 5565111 (sn (B)(6)), and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed. There is foreign matter attached to the catheter at cut. The catheter and internal wires were cut into 29cm from tip of catheter. The sensor was covered with foreign matter. The tool enclosed with catheter appears to be what cut the catheter and has foreign matter inside. No testing was possible. The root cause of the issue reported by customer could be determined as a mishandling of the device.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The facility reported a broken microsensor (ID 826631). After unpacking the device, the physician found that the tip of the microsensor was broken off. The issue occurred before procedure. No patient injury reported and the event did not led to surgical delay. The physician use another microsensor to complete the procedure.